Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. (B)(4)

Manufacturer narrative:
Analysis found foreign material (a suspected piece of hair) between the inner tray and outer tray, taped to the inner tray.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that a hair was found in the lead kit when the paper cover was pulled back and opened. A nurse (who pulled back the paper) discovered the hair. It was noted the hair was not the same color as the nurse, the nurse had no hair exposed, and there was no one else in close proximity. The lead kit was contaminated upon opening. In regards to diagnostics/troubleshooting performed, "nothing performed". The product was never implanted. The event occurred during "pre-op" and there was no patient involved in the event. A new kit was opened and this issue resolved at the time of the report.